Event description:
Vented patient being set up for off unit transport. Placed on tv-100 with settings to match picu [pediatric intensive care unit] orders. Prior to leaving patients room tv-100 shut down. Rt [respiratory therapy] quickly realized transport vent had shut down and placed patient back on avea with ordered settings. Tv-100 was replaced with a new one and patient was safely transported to their destination. Offending tv-100 taken out of service for diagnostics. Manufacturer response for transport ventilator, tv100 (per site reporter).